Event description:
The customer observed false reactive architect hiv ag/ab combo results for several patients. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID ms080013 initial result, on (B)(6)2022, was 1.00, repeat was 1.04 s/co, additional repeats were weakly positive sample ID (B)(6) initial result, on (B)(6)2022, was 1.46, repeat was 1.04 s/co sample ID (B)(6) initial result, on (B)(6)2022, was 2.43 s/co, repeats were weakly positive sample ID (B)(6) initial result, on (B)(6)2022, was 1.44, repeat was 1.43 s/co, additional repeats were weakly positive all confirmatory testing with vidas hiv and geenius immunoblot hiv testing were negative. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6), sample ID (B)(6), sample ID (B)(6), and sample ID (B)(6) all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting false reactive architect hiv ag/ab combo results on an architect i2000sr processing module, serial number (B)(6). Through an extensive investigation, the fsr found the arc, probe, list number 08c94-47, replaced by the customer, had not been calibrated after replacement. The fsr calibrated the probe, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.